Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during a field change order implementation, the new power management (pm) printed circuit board assembly (pcba) was sparking. There was no patient involvement at the time of the reported event. There was no report of patient or user harm.

Manufacturer narrative:
Per the good faith effort (gfe) response received, the authorized service provider (asp) engineer ultimately ordered the replacement pm pcba, and upon receiving the new part, the asp engineer performed the replacement and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. Product UDI is corrected.